Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Zoll lifecor customer support service reported several battery charger faults related to the patient's battery pack after downloading the patient's data. The patient was provided with a replacement battery pack.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 1.1 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation. Per the operative report in 2009, "my impression is that the repair which was intact was insufficient given changes in ventricular geometry. Once the anterior leaflet was removed and the annular ring was removed."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.